Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck to each other and could not be deployed. The device was removed from the patient, and when it was tested outside the patient, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had all the bands attached, and the bands were moved. The ligator housing teeth were damaged. The handle slot had evidence that the trip wire was secured. Both the trip wire and the suture were broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that thethe bands in the ligator housing were moved, the ligator housing teeth were damaged, and the trip wire and the suture were broken. This suggest that the device was unable to deploy bands. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The suture thread was returned broken as well as the trip wire, since there is no information about a rupture of the suture or the trip wire, it is possible that the suture and the trip wire were broken at the time of removing the device. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck to each other and could not be deployed. The device was removed from the patient, and when it was tested outside the patient, still the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.